Manufacturer narrative:
An intuitive field service engineer (fse) went on site and found that the universal surgical manipulator (usm) 3 carriage was loose. The usm 3 was replaced to resolve the issue. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that while troubleshooting another issue, the intuitive tech support engineer (tse) noted a previous 23003 error against universal surgical manipulator (usm) 3, where endoscope was installed. The errors reportedly occurred on previous a date.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the system initially powered on without errors. There were no reports of arm 3 moving with non-intuitive motion. Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm and reproduce the reported issue. The unit was tested on and in-house system in normal mode where there were no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where no failures occurred. Upon visual inspection, the loose carriage issue was observed. Upon further inspection, the screws on the linear rail were determined to be torqued to spec. The carriage was also determined to be torqued to spec. The bearing on the linear rail was loose when moving the carriage. As a fix, the linear rail will be replaced to resolve loose bearing issue.

Event description:
Refer to h10/h11 for follow-up information.